Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to the lead migrating from the anchor not being locked. Surgical intervention took place on (B)(6) 2024 wherein the lead was pulled back down to address the issue. Therapy was restored.